Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-connector of a one-link non-dehp y-type standard bore catheter extension set came apart at the glue/bonded portion of the set. This issue was observed while the patient was connected, and the chemotherapy had just started. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a separation between the y-junction and tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.